Event description:
It was reported, the up button on the insulin pump was sticking and scrolling up the bolus. Customer's blood glucose was 337 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.